Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that all leads were also explanted along with the device. The patient was also given antibiotics and discharged home on a life vest. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device was explanted. No further patient complications have been reported as a result of this event.